Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable pursuant to 21 cfr part 803. One opened visiloc obturator was returned for eval. The investigation is confirmed for a leak and crack, as liquid was found to have leaked into the packaging through a crack in the obturator. The analyzed dried liquid was determined to be 87.95% match to dried encor MRI obturator liquid. The fourier transform infrared spectroscopy (ftir) results show that there is no significant difference in molecular structure between the dried liquid on the inside of the packaging and the known dried encor MRI obturator fluid. The high ftir spectra similarities, and the cracks in both returned obturators, confirm that the dried black liquid is not a foreign material but is liquid from the device that leaked into the packaging. A definitive root cause for the cracked obturator is unk. Per the instructions for use (IFU): the introducer set should only be used by physicians trained in percutaneous breast biopsy procedures. Verify the cannula does not move when inserting or removing the trocar/visiloc obturator. Complications that may be associated with the use of the introducer set are the same as those associated with the use of other localization devices. These may include injury to the skin, blood vessels, muscles, organs, bleeding, hematoma and infection. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an MRI breast biopsy procedure, there was a bubble located next to the hub and it was unk where the black liquid came from as it was noted on the tray and on the stylet. The procedure was completed with another set. There was no patient injury reported.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide the date of event which was updated in the appropriate section.